Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2026; product type catheter product ID 8784 lot# serial# (B)(6); implanted: (B)(6) 2026; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-apr-2027, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 24-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving di laudid-hydromorphone (10mg/ml at .5mg/day) and bupivacaine (10mg/ml at .5mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient had symptom return and a negative dye study. The failed dye study was performed (B)(6) 2026. There were no environmental, external, or patient factors reported. Interventions included surgery, wherein the catheter found in the pump pocket was severely twisted and severed. The issue was resolved at the time of the report and a new catheter was implanted. The prior catheters were explanted and discarded by the customer.